Event description:
On (B)(6) 2012, the patient contacted animas and stated a month ago, the down arrow keypad button was intermittently responsive and difficult to press. The keypad was reportedly peeling. The patient reportedly wore the pump attached to a pump and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok keypad button was intermittently responsive. All other keypad buttons were found to respond to button presses as expected. There was evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.